Manufacturer narrative:
Establishment name e1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had noisy image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a foreign object in the auxiliary water supply tube and corroded air and water nozzles. A definitive root cause could not be identified. The investigation found that image noise was likely caused by damage to the circuit board of the scope connector. The cause of the foreign object in the auxiliary water supply tube could not be determined. Corrosion of the nozzles was most likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.